Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a motor error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm had occurred during a basal. They were able to complete the insulin pump rewind. It was noted that the insulin pump¿s alarm history neither contained a motor position encoder error nor more than one motor error alarm within the last thirty days. Additionally, they reported they had experienced a no delivery alarm during a bolus. The customer stated the event was resolved by changing the complete infusion and reservoir set. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the insulin pump for analysis. The infusion set and reservoir will not be returned.